Manufacturer narrative:
Date of event: unknown. Batch 8002686 does not exist for material 305930. Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outside packaging of 1 ml bd syringe with safetyglide¿ with needles were labeled incorrectly. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned ((B)(4)) 1/2cc, 13mm, 29g bd safetyglide insulin syringes in sealed blister packs in shipping cartons from lot # 8002686. Customer states that the product is labeled incorrectly on the outside label. The returned shipping cartons and photos were examined and the outer plastic wrap had a label correctly identifying the product as 1/2cc syringes from cat # 305932. However, the label on the shipping carton incorrectly identified the product as 1cc syringes from cat # 350930. While doing the DHR review it was observed that the wrong label (catalog # 305930) was found to be in with the label retains of catalog #305932. A review of the device history record was completed for batch# 8002686. All inspections and challenges were performed per the applicable operations qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for mixed product on lot # 8002686. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Manufacturing (holdrege) was notified of this issue, and performed an analysis. On (B)(6) 2018, photographs provided for pr412686 were evaluated by holdrege with the following finding(s): customer provided photographs of the carton label depicting that the product within the carton was catalog# 305930 / batch# 8002686. Also noted within the photos, one (1) of the individually wrapped bd safetyglide in individual blisterpack was noted, stating the product to be cat# 305932. Based on the photos provided, bd can confirm the customer's reported defect (mislabeling) of the carton for this customer complaint. CAPA(B)(4) were initiated by the holdrege plant to address this lot and event. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the outside packaging of 1 ml bd syringe with safetyglide¿ with needles were labeled incorrectly. There was no report of exposure, serious injury or medical intervention.